Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated onsite. Device cannot be filled due to defective circulation pump. (Arctic sun 5000) no error code observed. Circulation pump was replaced. Preventative maintenance was performed. Heater, mixing pump, and drain valves were replaced. Cleaning, inspection, functional check, water replacement, passed calibration, stk, mtk. Device passed all applicable testing the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Initial reporter phone (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, arctic sun device cannot be filled.